Event description:
This report is being filed upon notification from our x-ray MFR in a foreign country, to submit this situation. Problem: this x-ray system has the extension rotation option. The c-arc assembly braking mechanism is adjusted when the extension piece is either in the up most or lower most position. If the extension piece is in the midrange, the c-arm arc will no longer hold position.

Manufacturer narrative:
Eval - conclusions: a solution to improve the c-arc brake for the extended rotation is contained in field change order (fco).